Event description:
It was reported that during a rotational atherectomy procedure, the rotablator guidewire fractured. The lesion being treated was a calcified, 99% stenotic lesion in the right coronary artery. The entire rotablator guidewire was successfully removed from the patient and replaced with another guidewire to successfully complete the procedure. No other patient injuries or complications were reported. The patients status was listed as 'good'.